Event description:
Information was received from a patient regarding an external device. The reason for call was patient was having issues recharging the ins yesterday. Pt stated they were getting no device found and reposition the recharger(agent understood) pt stated they attempted to reset the controller, but when they tried to take the battery pack out it had broken in half. Patient inspected the recharger and did not see any visible damage. The issue was not resolved. Agent reviewed the replacement process with the patient and restated that the patient should receive the battery pack tomorrow. Agent verified that there was no damage to the controller from the battery pack splitting; patient verified no damage. Patient stated that they went to charge their implant and the controller made a noise and then they noticed that the controller would not turn on. Patient stated that they have tape on their battery pack currently so that the battery pack will stay put together. Patient mentioned that they once called a mdt rep who walked them through how to do a controller reset. Patient followed up by saying that the resets used to resolve their issues but that now they do not help.

Manufacturer narrative:
Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: 97745bp - intellis controller battery pack s/n# (B)(6) 97745 - intellis controller medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.